Event description:
It was reported that the colonovideoscope experienced whiteout during the diagnostic procedure. There were no reports of patient harm

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, whiteout probable cause due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.